Manufacturer narrative:
Complaint was entered with minimal info. It is not known at this time if the device will be returned for eval. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
Surgeon reported via our sales rep that a gamma nail which had been implanted at asklepios klinik wandsbek was found to be broken. This per is entered on only minimal info.